Event description:
It is reported that when the implant box was opened, the surgeon noticed that the plastic package was patched against both condyles of the implant, resulting in a 30 minute delay in surgery.

Manufacturer narrative:
This report will be amended, when our investigation is complete.